Event description:
It was reported that during an unknown procedure, the stapler loaded and partially deployed right out of the box. No additional information was available at the time of the call. There was no patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good visual condition and with a cartridge reload not loaded in the device. The reload had the swing tab in the locked position, and the proximal one driver up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. In addition, the gripping surfaces were broken off. The instrument was tested for functionality with a test cartridge reload and it performed as intended. While no conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).